Event description:
The customer reported a malfunction with the pump, which occurred during exposure to extreme temperatures while working as a firefighter. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump, and no recurring malfunctions were observed. Customer was advised to continue using the pump and to contact support if the issue reoccurs, which they acknowledged and understood.